Manufacturer narrative:
Exemption number e2016018. (B)(4). A b. Braun representative visited the facility and confirmed that the pump involved in this incident has been quarantined from the other pumps at the facility, so that this issue does not occur again. The customer will keep the pump quarantined until the system wide software upgrade, scheduled for later on this year, at that time the pump will be upgraded to have the same software and drug library as the rest of the pumps at this facility. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018. (B)(4). Failure analysis and investigation results showed that the pump operated as intended. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250 ml/hr and 25 ml were performed and tested in spec. During inspection it was noted that the pump was using a prior version of the facility's drug library. Upon further communication with the user facility it was determined that they just wanted the current drug library loaded onto the pump. A site visit is being arranged to provide the user facility with support loading the current version of their drug library onto the pump. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts are being made to get the pump returned, and to get more information on both how the pump was missed during the drug library update and how the pump was programmed for the reported incident. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: their pumps received a drug library update on 08apr2014. However, this particular pump must not have been included in the update, and had a drug library dated 14sep2011. When the rn went to select dobutamine from the drug library, the only available option was 250 mg (updated pumps have 500 mg/250 ml), and the wrong dosage was given to the patient. No patient injury.